Event description:
Philips received info on (B)(4) 2013, the customer was preparing a pt for a study. The pt was on the table. The table lower pallet was in the CT position. There was a technologist on one side of the table, and the dept supervisor on the other side working to make the pt comfortable before the scan. The customer stated that the table upper pallet started moving into the gantries without anyone pushing any buttons. The upper pallet traveled all the way in until it stopped at the limit and the estop opened. The customer manually pulled the table pallets out and helped the pt off the table. The customer tried to close estop, but was not able to do so. The customer then powered the system down to the wall and brought it back up. The customer logged into the CT host. When the scanner application started, the customer noticed they were never shown the window to close estop. The customer contacted their inhouse biomed about the problem.

Manufacturer narrative:
Note: we have not completed our investigation. We will file a f/u MDR at the completion of the investigation. (B)(4).